Event description:
Add'l info received on 11/27/2019 for report number mw5091202. I will create a f/u report to update the MFR's info you've provided. Vascular solutions is the MFR on the box - in confirmed with the cath lab. Pt (B)(6) 2019 070.

Event description:
Turnpike spiral catheter tip broke off inside coronary artery while attempting pci. Unable to retrieve after multiple attempts. Cardiac surgery consulted, anesthesiology present. Pt to operating room for emergent bypass procedure. FDA safety report ID# (B)(4).